Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damage at reservoir lip ring. The customer¿s blood glucose level 246 mg/dl. Customer reported that the reservoir was unable to lock in place. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.